Manufacturer narrative:
During testing, at power up the device alarmed for 18/000 (history pointer error) and then 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report of the device alarming with a 18/000/000 error code. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.